Event description:
This case was reported via regulatory authority (B)(6) - health authorities in (B)(6)(reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("taking steps to have the inserts removed"), hospitalisation ("countless problems, not to mention hospitalisation") and peritonitis ("appendicular peritonitis, I do not know if there is a link") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myocardial infarction (myocardial infarction at age (B)(6)). Concomitant products included cardiovascular system drugs (cardiovascular medication) for myocardial infarction. In (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced peritonitis (seriousness criterion medically significant), dyspnoea ("shortness of breath"), dizziness ("dizzy spells"), ear disorder ("ear disturbances"), nasal disorder ("nose disturbances"), pharyngeal disorder ("throat disturbances"), visual impairment ("visual disturbances"), fatigue ("fatigue"), tremor ("trembling"), palpitations ("palpitations"), presyncope ("vagal malaise"), hypoaesthesia ("numbness") and neck pain ("neck pain"). On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (insert removal planned). At the time of the report, the medical device removal, dyspnoea, dizziness, ear disorder, nasal disorder, pharyngeal disorder, visual impairment, fatigue, tremor, palpitations, presyncope, hypoaesthesia and neck pain had not resolved and the hospitalisation and peritonitis outcome was unknown. The reporter considered medical device removal, hospitalisation, dyspnoea, dizziness, ear disorder, nasal disorder, pharyngeal disorder, visual impairment, fatigue, tremor, palpitations, presyncope, hypoaesthesia and neck pain to be related to essure. The reporter provided no causality assessment for peritonitis with essure. The reporter commented: I developed appendicular peritonitis in (B)(6) 2012 (I do not know if there is a link) and various other problems. The doctors told me that the problems came from the heart medication, some of which were reduced, and that with time my body would become accustomed. Various tests performed with a number of specialists were all negative. Seeing that medicine found nothing, I turned to osteopathy. The problems are still present. Convinced that the inserts are the cause of the problems, I am currently taking steps to have them removed. As always, my doctor does not think that is the cause. I have changed doctors. Diagnostic results: on unknown dates: various tests performed with a number of specialists (neurology, ent (ear-nose-throat), ophthalmology, gastroenterology, cardiology, tests for neck pain): nothing found. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a (B)(6)-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced taking steps to have the inserts removed and countless problems, not to mention hospitalization, and appendicular peritonitis, I do not know if there is a link. Device removal, considered serious due to medical significance, is anticipated in the reference safety information of essure. Hospitalization for unspecified reasons and appendicular peritonitis are considered unanticipated. In this particular case, the patient reported numerous events of general, non-gynecological nature, including for example dizziness and vagal malaise. She had a positive history of myocardial infarction at age (B)(6), for which she was taking unspecified cardiac medicines. The consulted physicians attributed her symptoms to the medications and reduced the dosages, reportedly without improvements. Several other medical consultations proved negative. Given the available information, and in lack of medically-proven alternative explanations, a causality of essure for the device removal cannot be excluded (related). Considering the hospitalization, given the lack of specific information, a causality is considered not assessable. Considering the appendicular peritonitis, given its primarily inflammatory nature and in the lack of medical information indicating a potential causal role of essure, its causality is assessed as very unlikely (unrelated). The case was classified as incident in line with the ha assessment and because device removal was planned. No active follow-up can be pursued in this ha case. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) in (B)(6) (reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 29-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("taking steps to have the inserts removed"), hospitalisation ("countless problems, not to mention hospitalisation") and peritonitis ("appendicular peritonitis, I do not know if there is a link") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myocardial infarction (myocardial infarction at age (B)(6)) in (B)(6) 2011. Concomitant products included cardiovascular system drugs (cardiovascular medication) for myocardial infarction. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced peritonitis (seriousness criterion medically significant), dyspnoea ("shortness of breath"), dizziness ("dizzy spells"), ear disorder ("ear disturbances"), nasal disorder ("nose disturbances"), pharyngeal disorder ("throat disturbances"), visual impairment ("visual disturbances"), fatigue ("fatigue"), tremor ("trembling"), palpitations ("palpitations"), presyncope ("vagal malaise"), hypoaesthesia ("numbness") and neck pain ("neck pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (insert removal planned). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal, dyspnoea, dizziness, ear disorder, nasal disorder, pharyngeal disorder, visual impairment, fatigue, tremor, palpitations, presyncope, hypoaesthesia and neck pain had not resolved and the hospitalisation and peritonitis outcome was unknown. The reporter considered dizziness, dyspnoea, ear disorder, fatigue, hospitalisation, hypoaesthesia, medical device removal, nasal disorder, neck pain, palpitations, pharyngeal disorder, presyncope, tremor and visual impairment to be related to essure. The reporter provided no causality assessment for peritonitis with essure. The reporter commented: I developed appendicular peritonitis in (B)(6) 2012 (I do not know if there is a link) and various other problems. The doctors told me that the problems came from the heart medication, some of which were reduced, and that with time my body would become accustomed. Various tests performed with a number of specialists were all negative. Seeing that medicine found nothing, I turned to osteopathy. The problems are still present. Convinced that the inserts are the cause of the problems, I am currently taking steps to have them removed. As always, my doctor does not think that is the cause. I have changed doctors. Diagnostic results: on unknown dates: various tests performed with a number of specialists (neurology, ent (ear-nose-throat), ophthalmology, gastroenterology, cardiology, tests for neck pain): nothing found. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-may-2017 for the following meddra preferred term: medical device removal - analysis in the global safety database 653 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.